Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 ups module. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported error message and not the smoke. The ups module was removed and the inside was checked. The defective part could not be identified. It was found that a cross was present on the battery symbol with 0 days left in the battery test. The ups module, dc/dc module and e/p pack were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that smoke was generated from the s5 system ups module during a procedure and a "ups failure" alarm was displayed. Even if the error display did not disappear, the device was used and the case was successfully completed. There was no report of patient injury.

Manufacturer narrative:
An inspection of the e/p pack revealed burned component on the battery switch board of the ups module. A defective battery switch board likely led to the reported smoke.

Event description:
See initial report.